Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that 6 months post procedure, the distal end of the subject flow diverting stent had fish mouthing. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
B1 adverse event/product problem- corrected. Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The product was not returned for analysis, therefore visual inspection and functional testing of the device was not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the subject flow diverting stent was successful deployed. On follow up after 6 months, fish mouthing was seen on the distal part of the subject stent. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the event of patient abnormal imaging finding and patient parent vessel stenosis.

Event description:
It was reported that 6 months post procedure, the distal end of the subject flow diverting stent had fish mouthing. No clinical consequences were reported to the patient due to this event.